Event description:
The customer reported the fluoroscopic image was intermittently lost from the left "live" image. This issue will effectively eliminate the ability to view a real time image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The systems interface pcb was evaluated and replaced. The related software nodes were also evaluated and reloaded. The system was tested and found to be working as intended and returned to service.